Manufacturer narrative:
(B)(4). Additional concomitant medical products: patello-femoral joint peg/tail guide size 3, left lot#unk item#00592706301. The reported event could not be confirmed. Devices were not returned for evaluation. The photo inspection identified noticeable damage to the drill bit. However, no conclusions can be drawn as it is a somewhat blurry close-up of the drill bit and does not show the guide. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565 -2017-07555.

Event description:
It was reported that during the procedure, the peg drill was jamming in the peg/tail guide, preventing it from fully seating for preparation of the peg. No patient consequences were reported as a result of the malfunction.